Manufacturer narrative:
The date device returned to manufacturer was documented as (B)(4) 2018 in the initial report and has been updated as (B)(4) 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the cutter was visually inspected and observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken the angle indicated that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force, which is use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two cutter devices broke. There were no delays in the surgical procedure. It was unknown if a spare device was available for use. The surgery was completed without any other issues. There were no parts left in the patients body. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.